Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The batteries received with the device were tested and passed. The customer was sent a replacement device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device prompted a "defib charger failure" message. Complainant indicated that the patient subsequently expired, however it was not related to the reported malfunction.